Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer cubies were not detected on bus. A field service engineer removed the back panel, disconnected the bus cable, removed the back of the drawer and disconnected the row board cable. The row board cable was reconnected after the controller board was reset. The drawer was put back on, and the bus cable was reconnected. The station was then powered up. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawer cubies that were not detected on the bus. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.